Manufacturer narrative:
(B)(4)

Event description:
Patient father contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter never connected to the phone. A new sensor session was started and the devices paired. No additional event or patient information is available.